Event description:
On 2/16/1998 following a ptca procedure, an angio-seal device was placed. According to the pt's report, his leg was wrapped tightly with bandages post procedure. On 2/17/1998 the pt was discharged home. Several hours later the pt returned as a result of pain in his procedure leg. There were no pulses detected distal to the groin site, and the pt was taken to surgery. During surgery it was noted that the device collagen had been deployed within the artery. The device was removed and an embolectomy of the right common superficial and profunda femoral arteries was performed. The vessel was repaired and flow was restored. Follow-up on 3/17/1998 confirmed that the pt remained in good condition. As of 4/10/1998 there has been no further report of complication or pt sequelae made to the MFR.